Event description:
It was reported that the patient's reservoir of his inflatable penile prosthesis (ipp) herniated down to his scrotum. The reservoir was removed and a new reservoir was placed on the opposite side. No patient complication were reported in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000198443 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's reservoir of his inflatable penile prosthesis (ipp) herniated down to his scrotum. The reservoir was removed and a new reservoir was placed on the opposite side. No patient complication were reported in relation to this event.